Manufacturer narrative:
On october 8 2020, additional information received indicated that the patient age at the time of event was 40 years old, and date of event was on (B)(6) 2020. Date of explantation changed to (B)(6) 2020. Patient also experienced capsular contracture baker grade ii, which was diagnosed on (B)(6) 2020. Patient will have unilateral replacement. Correction: on (B)(6) 2020 mentor became aware that on initial submission mistakenly used deflation in section b5 for gel device. The correct term is rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 2, 2020: during the visual evaluation, the device was observed to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 20220 indicated that the patient had the device removed on (B)(6) 2020 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 6, 2020 additional information received indicated that the replacement device for the left side is cat#: 3505700bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 9, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel 700cc silicone prosthesis experienced left sided deflation post procedure. MRI examination was performed and deflation was diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.